Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed possible seasonal allergy on both eyes (ou) at a 6 month post-operative exam. The brief description from the account indicated the patient had some redness and itching. The patient is using artificial tears and dry eye therapy as directed on both eyes. Furthermore, topical steroid dosage has been increased and the patient has been following after care instructions, however, there is still some redness and itching. Lotemax has been prescribed with a slow taper and will check a few weeks. Bcva from (B)(6) 2015: right eye pre-op 20/20 -.75 x -.75 x 19. Left eye pre-op 20/20 -1.00 x -.50 x 150.